Manufacturer narrative:
(B)(6). If remedial action: recall. Correction/removal number: z-1123-2014. Device evaluation: a review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol) in the left eye of a patient, the lens was torn. As a result, the lens was removed and replaced within the same procedure. In addition, there was a delay of twenty minutes in the procedure. There was no incision enlargement and there were no patient complications reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.